Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01646.

Event description:
It is alleged that "patient received a cook celect filter on (B)(6) 2010". Per a report from CT (computed tomography): "the inferior vena cava filter lies with the tip at the level of the renal veins. Multiple struts from the filter present accredited through the inferior vena cava and extend into the retroperitoneal space. One strut extends to the level of the duodenum, while an additional strut extends into the right iliopsoas muscle and an additional strut extends into the l3-l4 intervertebral disc space." "There is also a strut which extends behind the abdominal aorta."